Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was received which indicated that a pump exchange was performed with the cause of the exchange being "device malfunction". Audible alarm was noted. It was reported by the hospital staff that the pt was transferred from an outside hospital for elevated lactate dehydrogenase and a concern for device thrombosis. A ramp study was completed which likely suggested device thrombosis. The pt remained on heparin drip and the pt's lactate dehydrogenase ranged up to 1298. The pt was otherwise stable with "good end-organ function". It was noted that there was no sign of lvad pocket or driveline infection. Visible thrombus along the inlet stator of the pump was reported. No further info is available at this time.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned, attached to the pump outlet port. Visual inspection of the pump prior to disassembly confirmed the report of thrombus within the proximal-side of the inlet stator. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and inlet bearing ball. The thrombus rings were adhered together, causing the inlet bearing cup to become unseated from its bore in the distal-side of the inlet stator during the disassembly process. The thrombus rings appeared to have formed in laminated layers, which is an indication that they developed over an undetermined amount of time while the pump was supporting the patient. A non-laminated deposition was present in the outlet stator. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet bearing cup or outlet section of the rotor. Although its origin and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location. The thrombus found in the pump would have contributed to the reported elevation in lactate dehydrogenase. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. The returned portion of the driveline extending from the pump housing was tested for continuity and all wires were found to be electrically intact. No electrical shorts or discontinuities were found during the electrical continuity testing. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh positive ramp study suspected thrombus. Additional information also included indicated that the patient underwent an exchange. Patient outcome: exchanged. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.